Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in good condition. Them tamper seal was missing and the lens was damaged. A review of the event history log evidenced the following: "0979> given set to (ml) 00000.00 (B)(6)2019 12:50:00 pm / 0980> power down(B)(6)2019 1:02:00 pm / 0981> pump turned on (B)(6)2019 1:02:00 pm / 0982> power down (B)(6)2019 1:03:00 pm / 0983> pump turned on (B)(6)2019 1:04:00 pm / 0984> reservoir volume was (ml) 0010.0(B)(6)2019 1:05:00 pm / " the customer reported product problem was replicated. When the pump started there was enough vibration to reboot the pump because there was not good contact with the shield. This was verified by opening up the pump and taking a look at the shield. The investigator determined that the shield migrated from its original location and curled, breaking contact with the board. The foil shield was replaced. The problem source of the reported product problem was the design.

Manufacturer narrative:
Additional information received that the event occurred during testing on (B)(6) 2019.

Event description:
Information received a smiths medical cadd legacy 6400 pump. Reboots at the start of the powering on device. No adverse patient events reported.